Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite needle-free valve experienced leakage. The following information was provided by the initial reporter: the n2 nurse found fluid leakage from the needleless closed infusion connector during the infusion and exhaust, and continued to give the infusion after replacing the connector.

Manufacturer narrative:
Follow up MDR for device evaluation. A 2000e china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 21086363. Feedback from the customer indicates that fluid leaked from the product during infusion; however no further information was available to clarify the exact location from which the leakage occurred. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21086363 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months.

Event description:
No additional information.